Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a pt. This case involves a female pt (unk age) who was not able to walk, had pain of knee and developed swelling of knee after receiving treatment with synvisc one and physician removed 2 syringes of fluid from the knee. The pt's med history, concomitant medications and concurrent conditions were not reported. The pt had received her first synvisc one on (B)(6) 2014 and it was effective. On (B)(6) 2015, the pt received (second) treatment with synvisc injection once (dose, route, indication, batch/lot number, expiration date: not reported) into the knee. On (B)(6) 2015 (48 hours after the second synvisc one injection), the pt developed pain and swelling of the knee and was not able to walk. It was reported that the pt went back to see the physician and the physician removed more than 2 syringes of fluid from the knee, on an unk date. It was further reported that the pt would be off work for 2 weeks. Corrective treatment: not reported for not able to walk; joint fluid removed for pain of knee and swelling of knee. Outcome: not recovered for not able to walk, pain of knee and swelling of knee; unk for physician removed 2 syringes of fluid from knee.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and result was pending for same. Seriousness criterion: persistent or significant disability/incapacity for not able to walk, pain of knee and swelling of knee. Pharmacovigilance comment: sanofi co comment dated (B)(4) 2015: this initial case concerns a female pt who was not able to walk (persistent or significant disability/incapacity) after receiving synvisc one for unk indication. Although the role of device cannot be ruled out based on the device event temporal relationship; however, lack of detailed info about med history, lab data, any concurrent med illnesses, clinical course etc of the pt precludes a comprehensive assessment in this case.